Event description:
Summary: based on complaint report or investigated failure mode, there was an alteration in staining. Customer complaint record reported the event as follows: weak staining. No direct or indirect patient harm or user harm have been reported.

Event description:
Customer complaint record reported the event as follows: part of slides were not stained. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
Corrected data: d1, d2, d4.

Manufacturer narrative:
Corrected data: d3, g3. Additional information: h6.

Event description:
Customer complaint record reported the event as follows: part of slides were not stained. No direct or indirect patient harm or user harm have been reported.